Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced due to the continued out of range shock impedance measurements. No additional adverse patient effects were reported.

Event description:
Additional information indicated that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurement from implanted competitor's device. The patient did not receive shocks. Boston scientific technical services (ts) suggested troubleshooting options. Attempts to obtain additional information were unsuccessful. This lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in shocking impedance but not out of range. Boston scientific technical services (ts) stated that the superior vena cava (svc) impedance is measured coil to coil and the latest measurements were not out of range. Ts then suggested monitoring the lead. Attempts to obtain additional information were unsuccessful. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurement. Boston scientific technical services (ts) reviewed the previous alert on the superior vena cava coil. Additional information indicated that the field representative could not provide further information as the device was a competitor's product. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--